Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the fill estimate was incorrect and pump took too long to delivery a bolus. Customer reverted to using insulin pens for insulin therapy. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check. There was no reported impact to customer's blood glucose.